Event description:
It was reported that a signal loss occurred on 10-04-2022 for transmitter with serial number (B)(6). It was indicated the patient started their transmitter past the "use by" date, which is off-label usage of the device. However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4), b5: describe event or problem - additional information d9: device - additional information g3: date received by manufacturer- additional information h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information availability h6: adverse event problem component codes ¿ additional information.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.